Event description:
On (B)(6) 2013, it was reported that this vns patient would be undergoing lead revision due to high impedance. High impedance was first noted on (B)(6) 2013. The device was not disabled. X-rays were taken but will not be provided for review. The patient settings on (B)(6) 2011 were provided. No patient manipulation or trauma occurred that is believed to have caused or contributed to the event. The patient underwent full revision on (B)(6) 2013. The explanted devices have not been returned.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned but did not cause or contribute to a death or serious injury. Event date, corrected data: review of decoder data shows that the high impedance occurred on (B)(6) 2013. This report is being submitted to correct this information.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
The explanted lead and generator were returned on (B)(6) 2013 and are pending product analysis.

Event description:
Lead pa was approved on (B)(4) 2013 for the returned lead portions and the reported allegation of high impedance was not confirmed. A portion of the lead assembly (body) including the electrodes was not returned for analysis. An abraded opening was found in the outer silicone tubing, which most likely provided the leakage path for what appeared to be remnants of dried body fluids inside the outer silicone tubing. There were observed inner tubing fluid remnants, for which there was no obvious path for fluid ingress other than the cut ends made during the explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated allegation of high impedance. The generator pa was approved on (B)(4) 2013, in which an end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. The pulse generator was explanted/returned due to ¿prophylactic replacement.¿ a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. A review of the as-received decoder spreadsheet reveals that the device was received at a vbat's, pulse disabled state. Impedance increased from 2732 ohms to 13507 ohms (high impedance) on (B)(6) 2013.